Event description:
It was reported that during a post stent dilataion procedure, the balloon ruptured and a dissection occurred. The dissection was rapired with low pressure inflations distal to the stent. Pt status is listed as "ok".